Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient started seeing a power on reset message starting about a week prior to the report. The patient has not experienced any falls, recent trauma, or recent overdischarge events. The patient had a root canal and tooth extraction recently, but no other exposure to electromagnetic interference. The power on reset message was informational and was able to be successfully cleared. The patient was then able to connect to the implantable neurostimulator, turn stimulation on, and feel stimulation. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided their weight information. No further complications were reported.